Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer reverted to manual injections for insulin therapy. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty. There was no adverse impact to the customer's blood glucose level.